Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error 43 or pump error 63 alarms noted during testing however, pump error 63 alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 trace on the keypad assembly. The motor was tested outside the device and passed..

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for hardware low level failure and failed self test. Customer¿s blood glucose was 172 mg/dl. Customer stated that previously insulin pump got insulin pump error, battery failed alarm and passed displacement test, self test. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis.